Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis event manifested by cloudy effluent. The cause and treatment were not reported. It was reported that the patient visited the hospital for the event, however, it was not reported if the patient was hospitalized. At the time of this report, the patient has not recovered from the event. Pd therapy was ongoing. No additional information is available as the reporter declined follow up.